Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure a trivial baseline pe was noted. Trans-septal puncture was performed. A watchman truseal access system (was) was inserted, and difficulty was encountered while attempting to cross the septum. While positioning the was in the upper pulmonary vein, the anesthesiologist observed a pe in the pericardium surrounding the right atrium. A pericardiocentesis was performed with an auto-transfusion and heparin was reserved. The patient remained stable throughout. The watchman procedure was aborted.